Event description:
It was reported that the health care professional (hcp) requested technical services (ts) for further review of the presenting electrogram (egm) due to concerns of loss of capture (loc) on the left ventricular (lv) lead. It was noted that the patient reported of not feeling well. Ts reviewed the egm and discussed findings with the hcp recommending for in person clinic visit for further evaluation. At this time, the lv lead remains in service. No adverse patient effects were reported.